Event description:
This is a spontaneous case report received from a female consumer of unspecified age in united states on 07-oct-2015 who had essure (ess205) (fallopian tube occlusion insert) in 2003 for permanent contraception. She wanted to know if the essure placed in her in 2003 were from clinical trials and why they were inserted in her. Caller stated that the reference number on her essure card was used in clinical trials and she was not a participant in a clinical trial. She stated she became very sick for 8 years until she had the essure removed. She did not want to provide any further information on event as she stated it had already been reported. Follow up received on 21-oct-2015: ptc investigational result. (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report was received from a female consumer who stated she became very sick for 8 years until she had essure (fallopian tube occlusion insert) removed. This event was considered serious, due to its medical importance and is listed in essure's reference safety information. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, minimal information was provided and consumer's sickness was not specified. Nevertheless; considering device removal was required, causality with the suspect insert cannot be excluded. Therefore, this case was considered an incident. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. No follow-up will be pursued as consumer denied further contact.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs